Event description:
The patient received bilateral euflexxa 1% injections (lot # v19237a, exp date: 2025-04-26, shipped (B)(6) 2024 directly to the orthopedist office from (B)(6)) to both knees in the orthopedist office at apx 5pm (B)(6) 2024. The patient returned home, applied ice to both knees and experienced no issues that evening. On (B)(6) 2024, the patient walked at a slow pace in costco for 15 minutes at apx 1pm and did not lift/carry/push anything or experience any trauma or discomfort. At apx 3pm upon transitioning from a seated position on the couch to a standing position, the patient experienced excruciating right knee pain and the inability to bear weight. Conservative pain measures (ice, elevation, tylenol, topical menthol patch) were ineffective and the orthopedist office instructed the patient to come in immediately. At apx 4pm the orthopedist aspirated approximately 20cc of cloudy fluid from the patient's right knee. The patient was sent to the ER for eval and admission with a plan for presumed septic joint washout the next day. Pre-antibiotic labs were drawn and the office-drawn joint aspirate was sent for analysis. Antibiotics were then initiated (cefepime and vancomycin) and continued until patient discharge 7 days later. Surgical washout was performed (B)(6) 2024 at apx 4pm. Intraoperative cultures were sent. During the hospital stay, the patient developed venous thrombosis in the right upper arm at the site of an IV infusion and subsequently experienced a pulmonary embolism. All cultures (in-office arthrocentesis, blood cultures drawn in the ER, intraoperative cultures) were negative for growth at the 5-day analysis. The patient was discharged home (B)(6) and required IV dalvance infusions on (B)(6) and daily rocephin 2g im injections from (B)(6). The patient did not experience any issue with the left knee that was injected a few minutes after the right knee. There are 4 remaining unopened doses of euflexxa in the original packaging - the patient does not want to have further euflexxa injections. He has previously been injected with multiple other viscosupplements bilaterally over the past 15 years without a reaction or complication. (B)(6) 2024 - office synovial fluid aspirate - no crystals, gram stain negative, culture negative (B)(6) 2024- blood cultures x2 negative; serum uric acid 3.1; crp 1.7; esr 2; cbc - wbc 11.2, neutrophil - 79.4%, lymphocytes 16.2%, eosinophil 0.2%, remainder wnl (within normal limits). (B)(6) 2024- intraoperative synovial fluid specimen - no crystals, gram stain negative, culture negative.